Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet with a 23-inch 6 mm infusion set after a site change; sensor glucose was 207 mg/dl and a concurrent fingerstick was 252 mg/dl, the glucose remained elevated for about four hours without successful correction, and the system did not provide a high or low alert. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer support troubleshooting and education, including calibration of the ilet with the fingerstick value and guidance to monitor and consider a site change if glucose did not decline. Investigation of this case revealed an unclear cause of hyperglycemia; a transient infusion issue at insertion could not be ruled out based on the reported sensation of wetness despite no visible or olfactory evidence of insulin. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.